Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.75mm nc quantum apex balloon catheter was selected for use. However, it was noted that the balloon ruptured at 16 atmospheres. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole 4mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.75mm nc quantum apex balloon catheter was selected for use. However, it was noted that the balloon ruptured at 16 atmospheres. There were no patient complications reported.